Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of file confirms the device analyzed the rhythm appropriately and met the requirements of a no shock advised determination. The device determined that two of the three segments were considered non-shockable resulting in a no shock advised analysis. The device was found to function as designed and configured within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.